Event description:
The customer's mother reported that customer was hospitalized for low bgs. The customer's bg was normal when admitted. The mother stated that this is the second time in the last month the customer needed to be hospitalized for low blood sugars. The mother was unable to troubleshoot at the time of call. The customer called back and performed functional testing on the pump and pump passed.